Manufacturer narrative:
The device was not available for evaluation as it remains in the patient. The imaging provided shows a screw backing out past the locking mechanism at a bottom level of a two level plate located a c5-c7. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a screw is backing out of the resonate plate at c7, 4 weeks post-operatively.